Event description:
The luer locks on 6 hdr needles have detached after implantation and were discovered during the simulation process. We have experienced a luer lock detachment/malfunction in 4 prostate hdr patients involving 6 needles. When the luer lock -connector- detaches from the needle, the luer lock must be reattached -glued- or the needle must be replaced. Replacing the needle is an extremely painful and inaccurate process for the patient and should be avoided. The product description is: flexi needles 15 gauge ref# 912-25, 25 cm w/s.s. Obturator. Dates of use: 2007 - 2008. Diagnosis or reason for use: hdr brachytherapy.